Event description:
It was reported that the patient developed infections while using the magic 3 go coude catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "mechanical failure". The lot number was unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product was unknown. Therefore,unable to perform labeling review. Although the product family was unknown, the intermittent catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the patient developed infections while using the magic 3 go coude catheter.